Manufacturer narrative:
(B)(4). Evaluation summary: customers st holster (B)(4) was sent in and repairs were conducted. The unit was returned to the analysis site due to the control module is making a loud noise. The analysis site confirmed the customer complaint and replaced four pump mount screws, four fender washers, four flat washers, and four pump isolation mounts to correct the control module complaint. The vso was replaced due to inadequate vacuum regulation, replaced the tabletop because it was cracked. Per the mammotome service manual, service test were performed and no functional faults were found. As part of the standard ees service process, (B)(4) replaced the muffler, applied loctite to the foot/hand switch connector and applied dow corning lubricant to the dc motor's, (B)(4) replaced the holster: if board to bezel, performed the ex upgrade, and attached a copy of the ex operators manual cd. Per the mammotome service manual, performed the dc motor adapter upgrade, shortened the length of the tubing assembly to 4.5". The unit has not been returned for service prior to this event, therefore no service history review can be done.

Event description:
It was reported that control module is making a loud noise and their st holster will not lock into the unit properly. He connected his demo holster and it locked in properly. The rep removed the blue seals from the blue and green connectors and the green locked properly but the blue was still loose. There was no patient consequence reported. Case was completed using the holster and control module. Both holster and control module being returned for repair.